Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono floor system. During an interventional procedure the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. According to the technical expert, an issue of a the table control module (tcm) is suspected to be the root cause of the problem. This is supported by the analysis of the log files and also by the observation of the technician. The log file analysis shows failures by the tcm module (table down button). In this case a sporadically active dmg (dead man's grip) signal of the tcm (table down button) could be identified. As a consequence, the system blocked the tcm by activating "block movements" and no (longitudinal/transverse) table movements were possible via the tcm (safety measure). An error message was displayed to the customer. All other system movements (e.g. Stand system) and x-ray (no limitation of the imaging functionality) are still available. The table up and down movement is possible via the pilot control module. According to expert opinion, a possible reason for the error could have been a stuck control knob. The tcm was replaced by the service engineer. After the part was replaced the system was restored and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.